Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/11/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed the posterior side of the product is damaged and is cut. The reported cut in the lens was most probably to make the explant possible. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 20.0 diopter intraocular lens (iol) was explanted. The physician replaced the lens with a different diopter size iol. No further information was provided.